Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial catheterization set for analysis. Signs of use in the form of biological material were observed on the catheter which suggests the biomaterial was from exposure to bloody gloves in the clinical setting. Visual analysis revealed the guide wire was advanced through the catheter and the catheter body was returned in multiple pieces. A portion of the catheter body remained attached to the juncture hub. It was noted that the catheter body was brittle and easily fractured once a perpendicular force was applied. Slight yellow discoloration was observed on the catheter body. Some points of separation were observed to be smooth and uniform, while some appeared rough and jagged. The appearance of the extrusion is consistent with exposure to uv light during storage and shipping. The catheter pieces measured 21 mm, 6 mm, 20 mm, and 5 mm; therefore, the overall length of the catheter from the juncture hub to the distal tip measured 52 mm, which is within the specification limits of 52-56 mm per catheter product drawing. The catheter body outer diameter measured 1.04 mm , which is within the specification limits of 1.04-1.09 mm per catheter product drawing. Functional inspection could not be performed due to the condition of the returned device. Manufacturing and r & d have previously been contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified. The current approved product labeling for finished good sac-00520-pbxwas reviewed and label part number lbl058185 includes the iso 15223-1 symbol indicating "keep away from sunlight." The customer report of arterial catheter separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter had multiple separations along the body. The catheter body was observed to be brittle and easily fractured once a perpendicular force was applied. Previous testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed , and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances , storage and shipping related to uv light exposure caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "incident occurred on (B)(6) 2024. Catheter was broken into three pieces. It was observed before using the equipment, no consequences for the patient." Additional information reported states "the catheter was found in 3 pieces prior to opening and the packaging was not damaged."